Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/13/2025, an arthrex subsidiary employee reported via email that a patient previously had an ar-2370 low-profile ac implant implanted during an ac joint dislocation repair on (B)(6) 2025. Two months later, it was discovered that the ar-2370 low-profile ac implant had broken inside the patient. A revision surgery was performed on (B)(6) 2025, during which the product was removed, and a new ar-2370 low-profile ac implant was implanted. The revision surgery was completed without incident, and no issues have been reported. Additional information has been requested on 06/02/2025.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 06/03/2025: only the ar-2370 low-profile ac implant was implanted during the initial surgery and then extracted during the revision. It is unknown when the issue was noticed after initial implantation. Due to the broken implant, joint dislocation, and discomfort were reported. No health issues have been reported to date after the revision. No postoperative or preoperative x-ray was available.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.